Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen was frozen on the lock screen. Additionally, it was reported that the pump became hot to touch when plugged in. The customer's blood glucose level was 160-170 mg/dl. The customer confirmed that an alternate method insulin delivery was available.